Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the instructions for use, vascular perforation is an inherent risk of any electrode placement.

Event description:
During the procedure, a perforation occurred while ablation was being performed in the left atria. The perforation was located between the left appendage and left superior pulmonary vein and was diagnosed by pressure levels. There were no performance issues with the catheter.

Event description:
During the procedure, a perforation occurred while ablation was being performed in the left atria. The perforation was located between the left appendage and left superior pulmonary vein and was diagnosed by performing a tee. A pericardiocentesis was performed. There were no performance issues with the catheter.